Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty charging the pump. There was no reported impact to the customer's blood glucose. A replacement usb cable and wall adapter were sent to the customer. Although confirmation was requested as to whether or not the replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.